Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 12 x 2.50 stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent struts in multiple locations along the length of the stent were lifted from the crimped position and pulled in all directions. The stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no tip damage. Examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 12 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut was lifted up. The procedure was completed with a non-bsc stent. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was severely calcified. Predilatation was performed with a non-bsc device and the stent was damaged during advancing.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 12 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut was lifted up. The procedure was completed with a non-bsc stent. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 12 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut was lifted up. The procedure was completed with a non-bsc stent. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was severely calcified. Predilatation was performed with a non-bsc device and the stent was damaged during advancing.